Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor assembly was found to be contaminated with dust. The flow sensor assembly was cleaned to address the issue.